Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The reporter indicated that an unqualified ovd (ocular viscoelastic device) was used in the device during use. There are no other complaints in lot. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the iol was broken in the delivery system cartridge. The surgery was completed with back up product. There was no patient impact. Additional information was requested.

Manufacturer narrative:
The root cause may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to negative performance and is not recommended under any circumstance. Additional information was provided. The manufacturer internal reference number is: (B)(4).